Event description:
Patient with 2 taxus stents in 2007, taxus express 2 monorail 3.5 x 24 mm lot 9105257, 3.5 x 20mm, lot 8986306, developed rash, erythematous, macular, generalized still persists off and on despite various topicals and steroids. History of medinal nir stent 3.5 x 31 mm 2002.